Event description:
According to the reporter: the procedure was a port revision. When the trocar was inserted into the patient, it entered into the bowel and converted from lap. Procedure to open. The bowel was pressed up against the peritoneum and when the surgeon forced the trocar through the abdominal wall, it entered directly into the bowel. Medical history: three previous abdominal procedures. The product was used in the patient and thrown away in sharps container.

Manufacturer narrative:
(B)(4).